Event description:
It was reported that during a bowel resection procedure there was a problem connecting the anvil to the stapler. A second device was opened and the surgery was completed without any known consequence to the pt.